Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and passed.